Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported about a preloaded intraocular lens (iol) delivery system with "bad insertion". There was patient contact. Additional information was requested.